Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that versajet ii console is blowing fuses as soon as it powers up. No case involved.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damaged to the device. Functional inspection was performed and showed the power supply is defective. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. The root cause is determined to be a defective power supply. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.